Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that all 3 of the patient's foley catheters were defective. The bulb would not deflate with a syringe and had to be cut in order to pull the catheter out. The patient had to change into the last foley this morning and the catheter would not go totally into the bladder. It needed to be re-adjusted; however with the ¿defect¿, patient was unable to deflate, then re-inflate when repositioned.

Event description:
It was reported that all 3 of the patient's foley catheters were defective. The bulb would not deflate with a syringe and had to be cut in order to pull the catheter out. The patient had to change into the last foley this morning and the catheter would not go totally into the bladder. It needed to be re-adjusted; however with the ¿defect¿, patient was unable to deflate, then re-inflate when repositioned.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: over aspirated, incorrect syringe/ collapse lumen/ sac close eye/ valve damage). The device was not returned for evaluation. The lot number was unknown and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged. Recommended inflation capacities: 5cc balloon: use 10ml sterile water; 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. To deflate catheter balloon: gently insert a syringe use more force than is required to make the syringe notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.